Manufacturer narrative:
Associated medatch reports: 400447313 (9610612-2019-00731, ga836). Manufacturing site evaluation: we received a complaint about a ga863 elan 4 electro 1-ring handpiece l10, regarding an intraoperative issue. We received the product for investigation in a decontaminated condition. Intra-operative medical intervention was necessary. Investigation : the device is in a used condition, the labelling is hardly identifiable. The investigation has been carried-out by the aesculap technical service (ats). A functional check was only partially possible. The motor unit is according to the specification. However, the tool shank is polluted and the ball bearings are defect. The tool holder is jammed. It was not possible to insert a tool. The pins at the connection side are bent. It is most likely that an insufficient reprocessing led to the strong pollution and therefore to the malfunction of the device. Batch history review: the device history records have been checked for the available lot number and found to be according to the specification valid at the time of production. No further similar complaints registered against the same lot number. Conclusion and root cause: the root cause for the failure is most probably reprocessing related. Rationale: it is most likely that an insufficient reprocessing led to the strong pollution and therefore to the malfunction of the device. Corrective action: according to sop (B)(4) (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with elan 4 electro 1-ring handpiece. During surgery of laminectomy, the bar was unsteady and the dura mater was injured. The patient got injured but, the doctor sutured the injury and the patient's condition is safe. An additional medical intervention was necessary, the doctor sutured the injury. Additional information was not provided. The adverse event filed under aag (B)(4). Associated medwatch-reports 9610612-2019-00731 ((B)(4) ga836).